Manufacturer narrative:
Citation: tagliari et al. Pre-operative continued oral anticoagulation impact on early outcomes after transcatheter aortic valve implantation. Am j cardiol. 2021 jun 15;149:64-71. Doi: 10.1016/j.amjcard.2021.03.022. Epub 2021 mar 20. Earliest date of publish used for date of event. Medtronic products referenced: evolut r, evolut pro. Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding preoperative oral anticoagulation management for transcatheter aortic valve implantation (tavi). All data were collected from a single center from january 2019 to july 2020. The study population included 344 patients (predominantly male, mean age 78.7 years), 80 of which were implanted with a medtronic evolut r or evolut pro bioprosthetic valve (unique device identifier numbers not provided). Among all patients, seven deaths occurred due to: sudden cardiac death, myocardial infarction (mi), cardiogenic and septic shock, tamponade, and bleeding complication during tracheostomy. Multiple manufacturers devices were implanted in the study population. The authors did not identify the tavi valves implanted in the patients that died. Based on the available information medtronic product was not directly associated with the death(s). Among all patients, adverse events included: life-threatening bleeding, major vascular complication, disabling stroke, new atrial fibrillation (afib), second valve implant, and arrhythmia requiring permanent pacemaker implant. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.